Event description:
On (B)(6) 2021, it was reported by an arthrex employee via e-mail that a ar-4501 meniscal cinch has a loose suture. This was discovered on (B)(6) 2021 during a case, with no patient effect reported. Additional information provided on 11/30/2021 : the procedure being performed was a knee arthroscopy.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. It was reported that the suture was loose. One picture of an ar-4501 was received for investigation. Visual evaluation identified that the device had been used and that the suture had been fired from the device. Without the return of the device. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces.